Event description:
A facility reported during an intubation using a glidescope spectrum single-use lopro s3 laryngoscope, the image displayed on the connected glidescope monitor screen but the light was very dim, making it difficult for the doctor to see clearly. The lopro s3 was subsequently replaced with a new one that provided brighter and normal light and used to complete the intubation with no issue. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
The facility's glidescope spectrum single-use lopro s3 was not available to be returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported lot number did not identify any previous complaints reported to verathon. Trending analysis for glidescope spectrum single-use lopro laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.